Event description:
It was reported that: "(B)(6) 2024, the swg was severely deformed when withdrawen from the catheter during use on the patient. No harm for the patient.".

Manufacturer narrative:
(B)(4). The customer returned one catheter within an opened cvc kit for evaluation. The guide wire was not returned for analysis. Visual and microscopic of the catheter revealed no obvious defects or anomalies. Visual analysis of the guide wire could not be performed as it was not returned for analysis. The catheter body length measured 203 mm which is within the specification of 201.5-210.5 mm per catheter product drawing. The catheter outer diameter at the tip measured 1.373mm which is within the specification limits of 1.35-1.45mm per the catheter product drawing. The catheter inner diameter at the tip measured 9652mm, which is within the specification limits of 0.92-0.97mm per the catheter product drawing. The components were functionally tested by advancing a lab inventory guide wire of the same diameter through the returned catheter, and the guide wire passed with little to no resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." A manual tug test confirmed that the extension line was secure within the luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire due to resistance with the catheter could not be confirmed based on the returned sample. The guide wire was not returned for analysis. The catheter additionally passed all relevant visual, dimensional, and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, the potential root cause cannot be confirmed at this time without the guide wire returned. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the swg was severely deformed when withdrawn from the catheter during use on the patient. No harm for the patient."

Manufacturer narrative:
(B)(4).